Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a manufactures defect the patient had his inflatable penile prosthesis (ipp) cylinders and pump not used. Due to this the reservoir was also not used. A different ipp was used to achieve the desired results.